Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 8.3 mmol versus 6.0 mmol meter to lab. Tests were done within 10 minutes with a difference of 2.3 mmol. Patient did not experience any adverse events. No further information has been reported.